Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced exit block. In addition, this device exhibited oversensing, resulting in inappropriate shock.